Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported during index procedure a dissection was noted due to sub intimal retrograde guide wire crossing of non-bsc product. The dissection was treated with a placement of a 3.00 x 20 promus element plus stent, resulting in 0% residual stenosis following post dilatation. The following day the patient was discharged on aspirin and clopidogrel.

Event description:
Same case as MDR ID# 2134265-2013-01370. (B)(4) study. It was reported that post a percutaneous coronary intervention procedure, the patient experienced arrhythmia. In (B)(6) 2012 the patient presented due to stable angina and was referred for cardiac catheterization. The 100% stenosed and 28mm long de-novo target lesion was located in the mid left anterior descending artery with a reference vessel diameter of 2.75mm. The target lesion was treated with pre-dilation and placement of a 2.50x38mm and 2.75x20mm promus element plus stent, resulting in 0% residual stenosis following post dilation. In (B)(6) 2012 the patient experienced paroxysmal atrial fibrillation episode and was hospitalized on the same day. The patient was administered medication to treat the event. The following day the event was considered resolved and the patient was discharged.

Manufacturer narrative:
Updated: describe event or problem, contact office name. (B)(4).